Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, it was reported that the patient experienced a leakage event with their infusion set. The leak occurred at the quick release connector. Regarding the duration of use, the infusion set had been in use for less than a day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.